Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission showed non-sustained right ventricular oversensing. The patient presented in clinic and lead to lead noise was reproducible by isometric testing. The patient was admitted to the hospital for lead revision procedure. No intervention was performed. No additional information was reported.